Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's related to the reported complaint condition were identified. Summary: one open box with eight unopened samples of product were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects, damage or needle breakage were found. Besides, the samples were tested by resistance test to needle and met the requirements. According to the samples conditions, no performance - breakage needle was found. A picture was returned for analysis. Upon visual inspection of the picture, a foil packet of product could be observed, no needle or suture were noted, and no conclusion could be reach as the sample was not returned for analysis.

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that during the procedure, the tip of the needle broke off while the surgeon was doing the closure.